Event description:
The reporter states that she experienced an event where she attempted to test on the accu-chek aviva meter, but received an error message. She felt terrible and was hospitalized for 1 day. The reporter's blood glucose result was 700mg/dl on the professional meter. The reporter was treated at the hosp. New sys sent and return requested.